Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions for a pump reset, and after following these steps, the caller successfully started their sensor session without encountering the error again.